Manufacturer narrative:
Other, other text: device evaluation- one used device was returned for evaluation. The device was given functional testing: no leakage could be confirmed. The reported issue was not duplicated during testing. No product problem could be found.

Event description:
During testing prior to use everything was functional, after the procedure device was leaking and breathing volume dropped. Leakage was found between the tube and connector. Tube was changed immediately. No patient injuries.